Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was unable to be implanted with multiple positioning attempts. Additionally, the helix of the ra lead failed to completely retract. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/ tissue. X-ray examination found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. After cleaning the lead, the helix was able to be fully extended/ retracted. The full helix extension length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.